Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on mm/dd/yyyy under registration number (B)(4). The lead was returned for analysis. Visual examination revealed no anomalies.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under registration number (B)(4).